Event description:
In a distal partial gastrectomy procedure, the surgeon intended to open the anvil of the cs29 stapler attached to the idrivec, but instead the close/fire button was pressed multiple times resulting in the inadvertent firing of the cs29, and the discharge of loose, formed staples onto the tissue. The loose staples were subsequently removed from the patient and the procedure was completed by use of another cs29.

Manufacturer narrative:
Patient's age and weight are unknown; (B) (4), without which the submission could not be packaged. As the serial number of the device was not provided, the date of manufacture could not be ascertained. The failure was due to the user pressing the wrong button; the device performed according to specifications. Device was not returned.